Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that both surgeon and the tech claim the dovetail was faulty. Assembly was attempted on the back table.